Event description:
On (B)(6) 2006, the subject pacemaker was implanted in the patient¿s right chest. Reportedly, on (B)(6) 2016, the patient was transported by ambulance to the hospital for ischemic heart disease. The patient had ventricular fibrillation, and was treated through multiple shocks by an external defibrillator. Reportedly, the shocks may have been applied between the right chest and left flank because the ambulance team was unaware of the presence of the pacemaker in the right chest. Then the patient was treated in an angiographic laboratory. While in the laboratory, the patient was treated by an external defibrillator again and back into sinus rhythm after one shock at 150j and another at 270j. On (B)(6) 2016, pacemaker check was reportedly attempted, but the pacemaker could not be interrogated with the lamps on the programming head not being lit in green. Reportedly, a strong magnet was applied above the pacemaker pocket. No change was observed on the ECG. A new interrogation was attempted again with another programmer, but the pacemaker showed no response. The patient died of ischemic heart disease on (B)(6) 2016. Reportedly, the patient¿s heart was not paced by the pacemaker when the spontaneous rhythm was below the programmed basic rate (60 min-1). The device is unavailable for analysis. No relation is suspected between the pacemaker and the patient¿s death as well as ventricular fibrillation. Although it is considered that the interrogation failure was probably due to the defibrillation shocks, the hospital requested an investigation. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
On (B)(6) 2006, the subject pacemaker was implanted in the patient's right chest. Reportedly, on (B)(6) 2016, the patient was transported by ambulance to the hospital for ischemic heart disease. The patient had ventricular fibrillation, and was treated through multiple shocks by an external defibrillator. Reportedly, the shocks may have been applied between the right chest and left flank because the ambulance team was unaware of the presence of the pacemaker in the right chest. Then the patient was treated in an angiographic laboratory. While in the laboratory, the patient was treated by an external defibrillator again and back into sinus rhythm after one shock at 150j and another at 270j. On (B)(6) 2016, pacemaker check was reportedly attempted, but the pacemaker could not be interrogated with the lamps on the programming head not being lit in green. Reportedly, a strong magnet was applied above the pacemaker pocket. No change was observed on the ECG. A new interrogation was attempted again with another programmer, but the pacemaker showed no response. The patient died of ischemic heart disease on (B)(6) 2016. Reportedly, the patient's heart was not paced by the pacemaker when the spontaneous rhythm was below the programmed basic rate (60 min-1). The device is unavailable for analysis. No relation is suspected between the pacemaker and the patient's death as well as ventricular fibrillation. Although it is considered that the interrogation failure was probably due to the defibrillation shocks, the hospital requested an investigation. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Since the device is not available for analysis, no final conclusion can be drawn. However, because external defibrillation shocks were applied to the patient, failure to interrogate the subject device most certainly resulted from the permanent damage of the implantable unit through the external defibrillation shock.

Event description:
On (B)(6) 2006, the subject pacemaker was implanted in the patient¿s right chest. Reportedly, on (B)(6) 2016, the patient was transported by ambulance to the hospital for ischemic heart disease. The patient had ventricular fibrillation, and was treated through multiple shocks by an external defibrillator. Reportedly, the shocks may have been applied between the right chest and left flank because the ambulance team was unaware of the presence of the pacemaker in the right chest. Then the patient was treated in an angiographic laboratory. While in the laboratory, the patient was treated by an external defibrillator again and back into sinus rhythm after one shock at 150j and another at 270j. On (B)(6) 2016, pacemaker check was reportedly attempted, but the pacemaker could not be interrogated with the lamps on the programming head not being lit in green. Reportedly, a strong magnet was applied above the pacemaker pocket. No change was observed on the ECG. A new interrogation was attempted again with another programmer, but the pacemaker showed no response. The patient died of ischemic heart disease on (B)(6) 2016. Reportedly, the patient¿s heart was not paced by the pacemaker when the spontaneous rhythm was below the programmed basic rate (60 min-1). The device is unavailable for analysis. No relation is suspected between the pacemaker and the patient¿s death as well as ventricular fibrillation. Although it is considered that the interrogation failure was probably due to the defibrillation shocks, the hospital requested an investigation. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).